Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples available. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, no units remain in OEM stock. Without closed and/or defective sample we cannot carry out proper/complete analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Thread detaches from needle when removing from package.